Event description:
The reporter stated that the surgeon was advancing a visian icl (implantable collamer lens model micl13.2) in the injector and noticed a haptic was getting torn. No pt contact.

Manufacturer narrative:
Evaluation: a visual inspection of the returned prod shows a portion of one plate haptic is torn off and missing. There is clear surgical residue on the lens. A work order search was performed for similar complaint within the search and no similar complaint was found. Conclusions: based on the complaint history and eval of the returned prod, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.